Event description:
Citation: v. Panagiotopoulos et al. Onyx embolization as a first line treatment for intracranial dural arteriovenous with cortical venous reflux.neuroradiologie. Published janurary 2009. The following report was received by medtronic (covidien) through review of literature: a patient experienced infratentorial hemorrhagic complication post embolization. There was limited onyx migration into two fistulous draining veins which led to stasis in the venous varice and subsequently to infratentorial bleeding 24 hours after the intervention. This may have been due to the venous thrombosis. The intracerebellar hematoma was evacuated surgically on an emergent basis with complete obliteration of the fistula. Partial embolization was initially performed through the posterior meningeal and through the posterior branch of the middle meningeal artery (mma). Further embolization was not possible at that time due to the caliber of the feeding pedicles that did not allow for catheterization. Therefore another embolization was scheduled in order to allow for enlargement of the remaining arterial feeders. Heparin was not administrated to this patient. The patient initially experienced worsening of the pre-existing gait disturbance which improved up to the level of the admission clinical status after a 5 month follow up.

Manufacturer narrative:
This report was created to capture the serious injuries described in case 4.http://cat.inist.fr/?amodele=affichen+cpsidt=20979712. The onyx was not returned for evaluation as it was consumed in the event; therefore the complaint could not be confirmed, and the event cause could not be determined.the lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as MFR:2029214-2015-00666.